Event description:
Pt's respirations being assisted via continuous positive airway pressure -c-pap-. Meltdown of plastic wire insulation and of the plastic breathing circuit tubing were observed. Investigation revealed the following: fischer and paykel mr 730 heater was used with airlife breathing circuit tubing. A series circuit was used with a parallel wire adapter that was borrowed from another facility. The inspiratory and expiratory limbs of the series circuit were separated and used with a single limb electrical adapter.